Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. All buttons functioned properly, but moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The up arrow button was hard to press. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.